Event description:
It was reported that the entire device system was explanted due to right ventricular lead fracture. A new lead was successfully placed. No additional adverse patient effects were reported.